Manufacturer narrative:
One device was returned for repair in used condition. Visual and functional tests were performed. Reported problem of error code 41786 was duplicated, with the most probable cause being a defective printed wire assembly (pwa) board. The pwa board was replaced to resolve the issue. The device passed all the functional tests after the repair.

Event description:
It was reported that there was an error code 41786. There was no patient involvement.